Event description:
End user alleges they stood on the footrest and when the chair tilted, they grabbed onto the arm rest, turning the chair on and putting it in motion. User claims they fell to the ground and sustained a right broken femur (hip) and a broken tibia in their right ankle.